Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was displaying inaccurately high reading compared to a prodigy meter. The medical surveillance specialist (mss) was unable to follow up with the patient for additional information. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported prior to the start of the alleged issues she had symptoms of ¿brain fog, nausea, lot words, fatigued, confused, weak, got short, shaky, couldn¿t stay awake.¿ it is unclear if the patient associates the symptoms with high or low blood glucose. The patient was unable to recall when the alleged issues first began. The patient alleged obtaining readings of ¿247, 287, 247mg/dl¿ on the lfs meter compared to ¿150, 161 and 133mg/dl¿ respectively on the prodigy meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The patient reported using self adjusting insulin and non insulin injections once a week to manage her diabetes. The patient reported she was treated with insulin on an unknown date and time. At the time of troubleshooting, the cca determined the patient was using the correct testing steps, an approved sample site for testing. The cca confirmed the patient¿s test strips and test strips vial were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the patient claims due to the alleged issue she developed symptoms suggestive of a serious injury and required treatment. This incident description contains information from related pis: (B)(4).

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.